Manufacturer narrative:
Because failure of the auto-reverse function has lead to file separation in the past, which could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the issue would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an e3 motor failed to auto-reverse; no injury resulted.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The doctor said a dentsply rep came in and told her to calibrate it daily and it has been working fine. No repair needed now.